Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) with a trace of ketones. Customer did not know cause of event. Infusion set was changed and insulin injections were administered to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.